Manufacturer narrative:
The field service engineer (fse) found that the acid detergent line was kinked. The fse repaired the detergent line as well as checked and adjusted the rinse levels. A 21-cup precision test was performed successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 2 patient samples on a cobas pro c 503 analytical unit. For patient 1, the initial glucose result was 72 mg/dl. The sample was repeated on another analyzer and the result was 107 mg/dl. For patient 2, the initial glucose result was 35 mg/dl. The sample was repeated on another analyzer and the result was 86 mg/dl. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number and expiration date were requested but not provided.